Event description:
It is reported that the products were explanted due to chronic thigh pain. Primary surgery took place in 2009.

Manufacturer narrative:
This product is not released in the us, but a similar device is registered under (B)(4). The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer gmbh considers this case as closed. (B)(4).